Event description:
Reportedly, before device implantation, at the first interrogation of the device, a rrt warning was displayed although the voltage was 3.21v. There were also 27 warnings with aberrant informations. The device was not implanted.